Event description:
Procedure: tep totally extraperitoneal. According to the reporter: the air leakage of pneumoperitoneum occurred upon insertion and removal of device of our competitor. No leakage was confirmed with nothing of forceps and device involved with trocar. A damage at sealing part of trocar was confirmed. New one was opened to complete the case with no problem. No patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).